Event description:
It was reported by the customer that they had high blood glucose level of and upon inquiring further, it was discovered that he had been hospitalized. Customer stated they had been throwing up and was treating with manual insulin injects. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Blood glucose level was 100 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.